Event description:
Inappropriate shock was delivered due to noise. Noise was a result of twiddler's syndrome. Lead was explanted and will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.